Event description:
It was reported the pt experienced an epidural hematoma (CT scan confirmed) following her permanent implant procedure and subsequently experienced right leg immobility. As a result, the pt underwent surgical intervention on (B)(6) 2014 during which the physician removed the hematoma which resolved the mobility issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.